Event description:
Related manufacturer reference number: 2017865-2023-25162. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) and atrial lead exhibited noise oversensing. Inappropriate mode switch was also noted on the atrial lead due to oversensing. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that low pacing impedance noted on the right ventricular lead. The lead was explanted and replaced. The patient was stable.